Event description:
A malfunction alarm, identified as alarm 20, was reported while using the pump, which occurred during insulin pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on the level. Technical support assisted the customer in loading a new cartridge, but the alarm recurred. Customer reverted to using multiple daily injections as a backup therapy.